Event description:
The customer reported the ventilator screen was white and it was alarming and would not shut off. The customer reported the unit was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) was unable to duplicate the failure. Review of the device diagnostic history noted an oxygen valve stuck closed occurrence. Loss of the oxygen source can be detrimental to a patient. Performance verification testing was completed per operating specifications and testing passed.